Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was successfully loaded onto the pump following guidance from technical support, enabling the customer to resume insulin delivery.